Manufacturer narrative:
The reported event of failure to capture and increased impedance were confirmed by analysis. Final analysis found the ring electrode was fully covered with calcium deposit. The cause of the failure to capture and increased impedance was due to calcification of the ring electrode. The reported event of over-sensing was not confirmed. During analysis, a failure event was observed that was unrelated to the reported event. Final analysis found external insulation abrasion was noted at 34.7-35.1 cm from the distal tip consistent with lead friction to the device can.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Additional information received indicated that the patient's right ventricular (rv) lead was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation showed their right ventricular lead was over-sensing, failing to capture and had increased impedance. There were no patient symptoms reported. No changes were reported.